Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received hospital care due to massive pulmonary embolism and myocardial infarction. Percutaneous pericardial puncture was performed at hospital due to a pericardial effusion to rule out pericardial tamponade. The patient expired. There is no known allegation from a health professional that the death was related to the device. No further info is available at this time.